Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by the motor intermittently seized when gears were turned. The failed motor assembly was replaced. System error 105 will occur when the pump experiences a motor failure.